Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the approved final investigation. Updated fields: d9, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. The device had a damaged distal end cover and light guide lens, and was missing pieces of the bending section, cover, and glue. Additionally, the entire insertion portion of the device was found to be non-olympus. Based on the results of the investigation, a definitve root cause could not be determined. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
It was reported the tip of the uretero-reno fiberscope broke off into a patient during a diagnostic procedure. The procedure was prolonged greater than 30 minutes and it was reported there was a change in the procedure. There were no further reports of patient harm. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01011. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.